Manufacturer narrative:
On (B)(6) 2015, the customer reported that after completing a clinical patient procedure, when the operator attempted to unload the patient from the system utilizing the down/out button on the front, right gantry control panel, the patient support continued to move when the operator released the button. The patient support movement stopped on its own. The philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander and the operator was able to successfully remove the patient from the system. The same issue occurred again on the same day. A subsequent complaint addresses the first occurrence while this complaint addresses the second occurrence of this issue. On (B)(6) 2015, the customer contacted the philips help desk to inform them about the event. After the second occurrence, the customer support specialist (css) dispatched a philips fse to the site. The fse arrived on site and evaluated the system. The fse reviewed the log files and stated that he did not find any errors or warnings in them. The fse also checked the electrical and mechanical connections of the gantry control panels and did not find any faults. The fse ordered new gantry controls panel after inspection, and as a workaround, the fse disconnected the faulty rear, right gantry control panel. The customers continued to use the system for clinical use and were using the other front and rear gantry control panels, footswitch and CT box to drive the patient support. Later, the fse confirmed that the faulty rear, right gantry control panel was replaced on (B)(6) 2015 to resolve the issue. The fse further stated that after the part replacement, there have been no further recurrences at the site. The fse did not provide the defective parts for engineering analysis but provided the bug reports. This complaint has been determined to be a similar complaint to the primary complaint, which documents the investigation details. The following mitigations for this issue and uncommanded motion of the patient support include: the system implements multiple means to prevent un-commanded motion and single point of failure. These means include watchdog timer for drive tasks, redundant switches in the control panel buttons, collision envelope avoidance software, providing emergency stop buttons and emergency power-off (epo) for the user in case of failure of other design mitigations. A failure during motion could be caused either by a software defect in the embedded operating system used or a defect in the control logic implementation, and the system was unable to detect that. The failure could only occur during the time where the operator initiated motion via the control panel. In this case the operator is in contact with the patient and visually watching the motion and would see the couch continue to move after the button was released. The trained operator would use the emergency stop control to stop the motion. Also, design mitigations for prevention of the hazardous situations: stopping horizontal motion in the presence of resistance force (not applicable for vertical); table collision envelope. Single fault safe against uncontrolled motion: motion tasks watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. Double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. Design mitigations enabling human response: continuous activation for manual motion; emergency stop controls enable termination of motion in hazardous condition; emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. Speed of motorized non-programmed motion is limited. The fse replaced the rear right gantry control panel to resolve the issue. This complaint has been determined to be a similar complaint to the primary complaint, which documents the investigation details.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
After completing a CT clinical procedure, the operator pressed the unload button on the right side gantry control panel to move the patient out and down from the gantry. After the table moved the desired amount and the button was released, the table continued to travel all the way down to the lower limit. The philips field service engineer (fse) confirmed there was no harm to a patient, operator or bystander. The fse evaluated the electrical and mechanical connections to the control panel and did not find any fault.